Manufacturer narrative:
.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. On (B)(6) 2015, follow-up images identified suspected proximal type I and type ii endoleak on the trunk-ipsilateral leg component. It was reported the type I endoleak was due to calcium creating a gutter. It was reported the physician stated the cause of the type ii endoleak is unknown. No aneurysm enlargement has been identified. On (B)(6) 2015, a precautionary procedure was performed whereby an aortic extender component was implanted within (no proximal extension obtained) the previously implanted trunk-ipsilateral leg component to provide additional radial force. An unknown amount of aptus staples were then implanted to increase wall apposition as it was reported there was a shelf of calcium within the proximal aortic neck. It was reported an endoleak was not identified, however, the physician suspected a proximal type I endoleak due to continual contrast within the aneurysm sac on serial imagining studies. The physician concluded the procedure and will continue to monitor the patient. The patient tolerated the procedure with no issues being reported.